Manufacturer narrative:
The tech replaced both foot end brake steer casters to resolve the issue.

Event description:
The tech alleged the foot end brake steer casters are ratcheting while the brakes are engaged. No pt impact.